Event description:
It was reported that during a da vinci si single-site pyeloplasty procedure, the surgeon noticed an instrument moving strangely due to the 5 x 250 mm curved cannula arm 2 accessory becoming unsoldered between the shaft and bowl. This resulted in extra rotation of the instrument shaft and consequently, the wrong orientation of the instrument. The hospital did not have a backup 5 x 250 mm curved cannula arm 2 accessory, therefore, the surgeon made the decision to convert to da vinci multi-port techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The cannula accessory was returned and evaluated. The cannula was visually inspected and no damage was observed. The cannula was put on a system with an instrument installed and driven. The cannula was found to be fully functional with no issues detected. The customer reported failure could not be confirmed.

Manufacturer narrative:
This MDR is being submitted to correct product problem as no adverse event occurred due to the da vinci surgical procedure conversion from single site port to a da vinci multi-port technique. The procedure was successfully completed with no injury to the patient.